Event description:
Inbound, pt reports leaking tubing. No further details provided. Leaking tubing lot # 12508370. Diagnosis or reason for use: primary immune deficiency. Is the product compounded: no; is the product over-the-counter: no.